Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 activated physical sample submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the sample. Analysis of the sample showed that the piece was manipulated, exposing the cannula and activating safety system, but there was no damage was observed to the cannula that could be related to the reported failure. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero needle retraction failed. It was reported by customer that customer was unable to remove needle following IV placement. Safety mechanism seemed to jam, and the clinician had to forcefully remove the needle after a few minutes of trouble shooting. Customer was unable to remove needle following IV placement. Safety mechanism seemed to jam, and the clinician had to forcefully remove the needle after a few minutes of trouble shooting.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.